Manufacturer narrative:
Device evaluation summary device evaluation of belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open front pulse wire in cable connecting the distribution node to ECG b. The cause of the failure and messages is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient using the belt had received adjust belt/check belt messages.